Event description:
During an arthroscopic shoulder anterior stabilization procedure using a covator 20 with integrated cable arthrowand, a white insulating material on the distal tip of the wand detached in the pt's shoulder joint. The joint was thoroughly rinsed, but the fragment was not found. It is not known if the fragment was removed or may still remain in the pt. There is no reported adverse effect to the pt.

Manufacturer narrative:
The pt info was requested. No additional pt info has been provided to date. Awaiting further info regarding the availability of the device for investigation.